Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(4). Investigation summary: the customer issued a complaint for 01 crooked ultrasafe plunger rod detected on the market. 01 sample and 04 obvious pictures were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. A supply batch history record's review was conducted and no event was identified all through the transportation, reception, storage, preparation and expedition from bd distribution center xplog. The release paperwork has also been reviewed and the batch was shipped meeting the applicable specification. The 24 months customer complaints history search confirmed that no similar problem statement has been reported on this catalog number. Based on provided evidence, one plunger rod still under blister can be seen with a clear bending curve > 4 mm on the shaft which indicates a strong mechanical constraint applied on the part. The primary packaging (blister) does not show any damages. Although the applicable control plan ensures the occurrence is very low, bent condition can be induced by supplier molding activities during ejection or transfer through conveyor. Similarly, compression inside bulk packaging or transportation event with packaging damage can lead to curvature. However, the reported level of folding shows these causes can be discarded as the clear bending curve requires a strong mechanical constraint. Moreover, such bending cure occurred during bd supplier process would have generated a line stop during the filling process and a difficulty in screwing the plunger rod inside the stopper. Based on the investigation conclusion, bdm-ps was able to confirm the symptom perceived by the customer but does not correlate this symptom with a potential cause linked to bd process. Conclusion: unconfirmed: the reported condition is not determined to be caused by bd.

Event description:
It was reported that the ultrasafe x100l pr lt blue 284c ssl plunger bent during the injection. The following information was provided by the initial reporter: "crooked plunger rod."